Manufacturer narrative:
Evaluation summary: this device has a potential distribution age of approximately 1 year. The number shipments of this device are not known over the year of being distribution. Testing was conducted to verify that the packaging system provides physical protection and maintains integrity of the sterile barrier system through normally anticipated hazards associated with distribution. Representative devices were packaged and sterilized at nominal conditions. The test results verify that the package system, when exposed to the nominal gamma sterilization ranges meets the required acceptance criteria. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: device history records indicate records indicate all components were manufactured and inspected to specification. The packaging material returned has a hole punctured through the outer cavity, the poly bag that contains the taper stem also has a hole.

Event description:
It is reported that the implant was protruding through the inner container. Another implant was opened and used.